Manufacturer narrative:
The field service engineer replaced a degasser and reagent probes. He performed alignments. The customer successfully ran calibration and quality controls; all were within the customer's established ranges. No abnormal complaint trends have been observed over the past 90 days with relation to the degasser and probe parts replaced by the field service engineer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have been having issues with an unspecified number of patient samples tested for hdlc3 hdl-cholesterol plus 3rd generation (hdl) on a cobas 8000 c 702 module (c702). Samples will initially result with a low value and then when repeated, the value is much higher. The issue is intermittent and does not occur with every patient sample. The customer provided examples of three patient samples which had erroneous initial hdl results that were reported outside of the laboratory. Samples were repeated on an unknown analyzer and repeat results were believed to be correct. The first sample initially resulted as approximately 6 mg/dl and repeated as approximately 61 mg/dl. The second sample initially resulted as 11 mg/dl on (B)(6) 2017. The sample was repeated twice, resulting as 81 mg/dl and 84 mg/dl. The third sample initially resulted as 15 mg/dl on (B)(6) 2017 and repeated as 74 mg/dl. No adverse events were alleged to have occurred with the patients. The hdl reagent lot number was 16307001, with an expiration date of 04/30/2018. The field service engineer determined that a probe was misaligned. He aligned the probe to the wash station. He adjusted the reagent wash and rinse volumes. He ran precision studies. The customer ran quality controls and these were within range.